Event description:
It was reported that the pt was experiencing tremor, skin crawling, and feeling that they were not getting medication from the intrathecal drug delivery pump. Event logs from the pump noted a motor stall had occurred with no recovery. The reporter indicated there was no knowledge of the pt being exposed to MRI or other emi. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration system indicated it was sufentanyl. The pt was being treated with oral oxycontin as well. The pump was replaced three days later. Additional info has been requested but was not available as of the date of this report.